Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.